Manufacturer narrative:
The device was returned for further investigation. The residuals have been inspected through micro-analysis. The lab results confirmed that the material is of residual origin mixed with metallic parts. The reported issue was due to the partial obstruction of the heat exchanger fiber bundle by the above mentioned organic and metallic residuals which caused a performance decreasing of the heat exchanger. Based on the above reported observations and the fact that the maintenance of the device is not properly performed as prescribed in the instruction for use, it is reasonable to assume that the observed residuals which caused the occlusion of the disposable heat exchanger, are resulting from a build up of biofilm within the circuit of the device, which is considered the cause of the reported issue.

Manufacturer narrative:
Patient identifier was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the temperature of a heater-cooler system 3t could not be adjusted as quickly as desired during a procedure. During troubleshooting, the user identified particles at the oxygenator inlet. There was no report of patient injury.